Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During an in clinic follow-up, the device was interrogated and revealed the device was in backup vvi (bvvi) mode. No intervention has been performed and the patient was stable and will continue to be monitored.